Event description:
Reported blood glucose results of "359 mg/dl, 163 mg/dl, and 162 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care representative walked the patient through three blood glucose tests and obtained results of 152 mg/dl, 148 mg/dl, and 150 mg/dl. No products have been replaced.